Event description:
It was reported by the customer that after cleaning the devices black flakes/debris were coming out of the collet. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The complaint for black flakes/debris coming out of the device was not confirmed as the device was not received for evaluation from the customer. The device was not received for evaluation from the customer.

Event description:
It was reported by the customer that after cleaning the devices black flakes/debris were coming out of the collet. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.